Event description:
Renal dysfunction in (B)(6) 2025 for this patient was previously reported under MFR #: 2916596-2025-04592.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 2.5¿ from the pump housing. A distal portion of the pump cable measuring approximately 11¿ was also returned. The modular cable was returned secured to the pump cable at the inline connection. The sealed outflow graft was secured to the pump cover outlet port. The outflow graft bend relief was attached at the graft hardware. The apical cuff was returned with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Review of the submitted log files revealed events that appeared consistent with the reported withdrawal of support. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate 3 lvas patient handbook, rev. C, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death, infection, multiple types of organ failure and dysfunction, and neurological events (not stroke related). Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Although no device malposition or flow issues were reported in association with this event, the IFU outlines considerations for pump placement and provides instructions on how to insert and orient the pump in the left ventricle as pump function may be compromised in the presence of inlet obstruction. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to infection.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that there was difficulty in controlling right heart failure after destination therapy-left ventricular assist device (dt-lvad) surgery. One of the difficulties in controlling right heart failure was the occurrence of left-sided atelectasis without positive end-expiratory pressure (peep), possibly due to insufficient ventilation. Furthermore, catecholamines could not be discontinued, gradually worsening renal function. Unable to wean the patient off continuous renal replacement therapy (crrt), the patient underwent peritoneal dialysis (pd) in (B)(6) of 2025 in preparation for discharge home, however the patient's vitality gradually declined. The patient also began experiencing epileptic seizures of unknown cause. The patient's blood pressure gradually dropped, and difficulty controlling fluid removal during pd led to cardiopulmonary arrest (cpa). The patient was subsequently intubated, but at their family's request, a withholding policy was adopted. The patient ultimately passed away on (B)(6).